Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the system experienced communication loss on all channels. No patient injury was reported.

Manufacturer narrative:
The company service representative rebooted the cpu to restore communication. He found that two of the two repeaters had faults, which could cause a large dropout. He reset the repeaters. The system error logs were returned to the factory for evaluation by patient monitoring engineering. There is no indication in the logs as to what may have caused the communication loss, other than that the rf connections were reporting 100% bad packets. There is insufficient information to determine whether or not the repeater faults were solely responsible for the event.